Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was failed. The field service engineer (fse) previously reseated the row board cable and retractor bands. The station functioned correctly in both the hardware test application and user application but later failed and required a hard reboot. During the current visit, the fse replaced the drawer and user was unable to replicate the error. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.